Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture and exchange due to patient concern with the product. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and implant exchange "due to concern with the product." Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.9, g.1, h.3, h.6 device evaluation: visual analysis of the returned device identified: underweight, crease fold, wear abrasion and broken. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks due to surgical impact. Non-penetrating nicks. Missing piece of the shell assessed as inconclusive.

Event description:
Healthcare provider called to report bilateral ruptures as well as a bilateral exchange from textured to smooth due to concern with the product. Right side imaging reported "breast cyst in retroareolar-no mr evidence of malignancy". The devices have been explanted and replaced.

Manufacturer narrative:
Supplemental medwatch being submitted due to error in g3 of previously submitted report.